Event description:
It was reported that a spectrum pump alarmed system error 101. It was also reported there was no pt involvement. During baxter's functionality testing, the pump alarmed system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 101 was unable to be confirmed or reproduced during the device evaluation. The evaluation was unable to find any evidence of this condition occurring. The device alarmed system error 105 during functionality testing. This condition was confirmed by observation upon power up during the evaluation, however was unable to be reproduced. The condition was determined to have been caused by a failed motor flex. The motor assembly was replaced.